Event description:
According to the initial reporter, the patient was placed in a drug induced coma from 2006, in order to monitor his brain activity. The 3m coban was used to secure 21 electrode leads. When the coban and electrode leads were removed from the patient's head, skin breakdown was noted in the form of pressure ulcers. The catalog number of the coban product was not reported. The 3m is reporting the date of this event occurrence for this device as original date. The initial reporter notified 3m in 2007. The labeling for the device includes the following statements: indications: coban self-adherent wrap is intended for use as an elastic wrap to provide compression or support, or to secure dressings or devices. The product is not designed, or sold or intended for use except as indicated. Warnings: as with any elastic wrap, the area of application should be frequently observed for signs of inflammation, discoloration or circulatory deficiency. Precautions: coban self-adherent wrap does not slip or loosen after application. It should be applied with only the appropriate amount of compression.

Manufacturer narrative:
The device was not returned to 3m for evaluation. The device was not returned to 3m for evaluation and the lot number was not specified. Therefore, no evaluation or conclusion regarding the quality of the device may be made. In summary, based on the information reported, 3m was not provided enough information to draw a conclusion if other factors contributed to the event.